Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. One detached needle outside its packaging was received for analysis. The product code is sxpp1a400. During the visual inspection of the detached needle, marks probably caused by a surgical instrument were found at the swage area and edge. In addition, it was noticed that there were remnants of the suture in the hole. The suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any patient consequences? No. Were x-rays taken to locate the needle piece(s)? No, it was localized by palpating in the uterine muscle. What measures were taken to retrieve the broken piece? Localization no, it was localized to palper in the uterine muscle, incision on 1 cm opposite and extraction of the needle with forceps. Was there any additional tissue damage as a result of searching for the needle piece? Incision of uterine muscle that had to be sutured afterwards. How long was the delay? 15 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a barbed suture was used. During suturing of the uterus, the needle got pulled off from the thread while it was in the uterine muscle. The needle was lost in the uterine wall. There was a 15 minute delay in the procedure with a complex and long needle search with a difficult extraction of the needle. The needle was localized to palper in the uterine muscle, incision on 1 cm opposite and extraction of the needle with forceps. The needle was removed. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/18/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.